Event description:
It was reported that during service and repair pre-testing, it was observed that the sagittal saw attachment device got hot and slowed down. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device got hot and lost power. Therefore, the reported condition was confirmed. It was further determined that the internal components were corroded and bearings were damaged. The assignable root cause was determined to be due to wear on components from inadequate cleaning/care and possible immersion. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.